Manufacturer narrative:
(B) (4).

Event description:
The pt experienced pain and a loss of therapeutic effect following a fall at the grocery store. She was walking with crutches when she slipped and fell on her back and left side. It was uncertain if she fell right on the device. The left side of her body was sore and hurt. Device was on the right side and no pain at the implant site was noted. The pt was also in bed for 3 weeks for a swollen right leg and foot. Her physician put her on bed rest and the swelling went down. She was re-directed to her physician. Further information was requested from the healthcare professional.